Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015; 419588 lead, implanted: (B)(6) 2011 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received five shocks for possible supra ventricular tachycardia (svt)-sinus tachycardia versus ventricular tachycardia. The device was withholding for sinus tachycardia discriminator in one episode. Intermittent farfield r-wave oversensing was noted during the episode. The patient reported receiving additional shocks after the first remote transmission. It was noted there was a possible shock for atrial tachycardia/atrial fibrillation with rapid ventricular response. Intermittent atrial undersensing was also noted. The device remains in use. No further patient complications have been reported as a result of this event.